Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va129z6, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 06-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient had their ins removed on (B)(6) 2018 and some pieces of the lead had broken off in them. Patient was going to have an MRI (MRI is not related to the device/therapy), but they couldn't have one. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3889-33, lot# va129z6, implanted: (B)(6) 2016, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 06-dec-2019, UDI#: (B)(4). Correction: device code (B)(4) and patient code (B)(4) apply to the lead. If information is provided in the future, a supplemental report will be issued.